Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR # 1828100-2013-00789.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist broke the latch off of the ultrasonic air sensor (uas) on the perfusion system. As a result, an alternate deice was employed. The customer used the sensor that was originally having an issue. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.